Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while in a direct lateral interbody fusion (dlif), the lateral portion of the procedure was accurate. However, when two screws were placed on the posterior side, an imprecision occurred as the screws were placed medially by 2-3 millimeters. The placement was confirmed by a 3d image acquisition. Following re-positioning of the screws, 3d image acquisitions were used to confirm screw placement. It was noted that the reference frame used was bumped and an image acquisition was performed immediately after the bump. There was a reported delay to the procedure of two hours as additional image acquisitions were performed to confirm the screw placement. No additional information was provided.